Event description:
Caller reported discrepant results vs. Doctor's meter and lab. Customer is a (B) (6) pt. She is learning how to use her inratio2 and doctor is running their inratio at the same time. Due to discrepancy observed on (B) (6) 2010, a sample was taken at that time and sent to the lab. Therapeutic range: 2.5 - 3.5.

Manufacturer narrative:
Investigation pending.